Event description:
It was reported by the physician that this insertable cardiac monitor (icm) device started moving out of the patient; the device was not protruding out but could be felt very close to the skin; no open wound sites and no signs of infection were noted. Due to the reported issue, it was decided to explant and replace the device with a new one. The patient believed they could be rejecting the device. No adverse patient effects were reported. This icm device has been returned.

Event description:
It was reported by the physician that this insertable cardiac monitor (icm) device started moving out of the patient; the device was not protruding out but could be felt very close to the skin; no open wound sites and no signs of infection were noted. Due to the reported issue, it was decided to explant and replace the device with a new one. The patient believed they could be rejecting the device. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) device was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported clinical observations. It was concluded that the reported clinical observations are known inherent risks of implanted devices.